Event description:
The customer called back in response to the recall letter she received and stated that she was hospitalized due to diabetes ketoacidosis while using the affected reservoirs by the recall. The blood glucose reading was over 300mg/dl. The customer was very lethargic, weak, and become in and out of consciousness. The customer stated that she was hospitalized for a few days and came home for a day or two. Then she went back to the hospital for two to three days later with diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-97282.